Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Periprosthetic fracture after successful hip tep with anato stem. Revised to a restoration modular.

Manufacturer narrative:
An event regarding a periprosthetic fracture involving a anato stem was reported. The event was confirmed. Device evaluation and results: not performed as the device was not returned. Medical records received and evaluation: a review of the provided x-rays and medical records by a clinical consultant noted the following; procedure-related factors: surgical preparation in osteoporotic bone. Patient-related factors osteoporosis. Trauma suspected although not confirmed due to general lack of info. Device-related factors: none. Diagnosis: an adverse mix of patient-related (osteoporosis and suspected trauma) and procedure related factors (surgical preparation in osteoporotic bone with possibly lateral approach effects) have caused a peri-prosthetic fracture requiring revision surgery. Device history review: not performed as lot details were not provided. Complaint history review: not performed as lot details were not provided. Conclusions: a medical review concluded: an adverse mix of patient-related (osteoporosis and suspected trauma) and procedure related factors (surgical preparation in osteoporotic bone with possibly lateral approach effects) have caused a peri-prosthetic fracture requiring revision surgery. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Periprosthetic fracture after successful hip tep with anato stem. Revised to a restoration modular.